Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a 375cc mentor memorygel breast implant (on left) and an unknown mentor gel breast implant (on right) and experienced postoperative left-sided rupture and unexplained systemic symptoms, including general tiredness and muscle ache. As a result, the patient underwent unilateral explantation on (B)(6) 2019. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information that the patient¿s date of birth is (B)(6) 1977; the patient was 42 years old at the time of the event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-jan-2020, mentor received additional information regarding date of implant: doi updated to (B)(6) 2010. Manufacturer¿s reference number: (B)(4).